Event description:
The user facility reported that the user interface module (uim) on this device does not power up intermittently.

Manufacturer narrative:
(B)(4). The carefusion tech support specialist in conjunction with the user facility's biomedical engineer determined that the most likely cause of the reported event was a malfunctioning user interface module (uim). The alleged faulty user interface module (uim) has been received and routed to the carefusion failure analysis lab and staged for eval. Once the eval is complete, carefusion will submit a follow-up medwatch report.

Manufacturer narrative:
Failure analysis: avea user interface module (uim) pn: 16370, sn: (B)(4) was received into the carefusion failure analysis lab for investigation. After installing the user interface module (uim) onto a user interface module (uim) test fixture and powering it on, the led¿s were completely off and the lcd assembly (screen) did not power on verifying the reported issue. The power was then cycled and the led¿s powered on along with the lcd assembly (screen). Each time after cycling the power off then on, the lcd assembly (screen) powered on and no other anomalies were found. The thermistor on the control pcba was measured at 23.63 ohms which is normally rated at 15ohm (12ohm min ¿ 18ohm max). Findings/root-cause: defective thermistor on the control pcba.